Event description:
The customer used the device to check their blood glucose and obtained a result of 375 mg/dl. Customer dosed their normal amount of insulin and laid down because they was tried. About one hour later their family member tried to awake them. Customer was unconscious and sweaty. Their family memeber used the device to check their glucose and the result was 401 mg/dl. 911 was called and when the emts arrived they checked their glucose on their equipment and the level was 40 mg/dl. Customer was treated with an ampule of dextrose 50mg/l and an IV of 55 dexrose. The reporter was unsure of control values, but, said controls were in range on the system. The device was replaced and requested to be returned for evaluation.